Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information.

Event description:
This report is filed as the deployed clip was noted to be open by 30 degrees. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4. One mitraclip was implanted without reported issue. A second mitraclip was deployed. Before removing the gripper line and per imaging, the clip was noted to be open 30 degrees. This clip remained stable and well seated on the leaflets and the mr had been reduced to grade 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was investigated, and due to the condition of the returned device (the clip was deployed and not returned), the reported mechanical issue (clip open while locked) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to this lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without the clip to analyze, a cause for the reported clip opening while locked could not be identified during returned device analysis. It is possible that the lock line was removed with force, pulling on the harness and allowing the clip to briefly unlock and open; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.